Event description:
The customer stated that she was hospitalized for high blood glucose. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests. The alarm history had low reservoir and motor error alarms. The customer stated that she felt uncomfortable using the insulin pump and asked to have it replaced. Advised the customer to revert to a back-up plan until the replacement insulin pump arrives.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.